Manufacturer narrative:
(B)(4). The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, inflammation/irritation, varied injuries-ndr.

Event description:
Patient reported "increasing complaints in breasts, such as swellings, inflammation and seromas, as well as severe symptoms of breast implant illness " patient stated that a "t-cell clone" was found during an biopsy performed. Right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient additionally reported seroma-late, lymphadenopathy, capsular contracture baker grade iii, and dizziness. Patient also reported fatigue, chest pain, hair loss, chills, photosensitivity, chronic pain, rash, body odor, anxiety, brain fog, sleep disturbance, depression, headache, and malaise which are not device related.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: capsular contracture: unable to observe as it is not related to the device. Varied injuries-ndr: unable to observe as it is not related to the device. Lymphadenopathy: unable to observe as it is not related to the device. Dizziness-ndr: unable to observe as it is not related to the device. Depression-ndr: unable to observe as it is not related to the device. Headache-ndr: unable to observe as it is not related to the device. Malaise-ndr: unable to observe as it is not related to the device. Seroma-late: unable to observe as it is not related to the device. Inflammation/irritation: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported "increasing complaints in breasts, such as swellings, inflammation and seromas, as well as severe symptoms of breast implant illness " patient stated that a "t-cell clone" was found during an biopsy performed. Right side. Patient additionally reported seroma-late, lymphadenopathy, capsular contracture baker grade iii, and dizziness. Patient also reported fatigue, chest pain, hair loss, chills, photosensitivity, chronic pain, rash, body odor, anxiety, brain fog, sleep disturbance, depression, headache, and malaise which are not device related. Device has been explanted.

Event description:
Patient reported "increasing complaints in breasts, such as swellings, inflammation and seromas, as well as severe symptoms of breast implant illness " patient stated that a "t-cell clone" was found during an biopsy performed. Right side. Device has been explanted.

Event description:
Patient reported "increasing complaints in breasts, such as swellings, inflammation and seromas, as well as severe symptoms of breast implant illness " patient stated that a "t-cell clone" was found during an biopsy performed. Right side. Patient additionally reported seroma-late, lymphadenopathy, capsular contracture baker grade iii, and dizziness. Patient also reported fatigue, chest pain, hair loss, chills, photosensitivity, chronic pain, rash, body odor, anxiety, brain fog, sleep disturbance, depression, headache, and malaise which are not device related. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ varied injuries ¿ ndr: unable to observe as it is not related to the device. ¿ lymphadenopathy: unable to observe as it is not related to the device. ¿ seroma-late: unable to observe as it is not related to the device. ¿ dizziness ¿ ndr: unable to observe as it is not related to the device. ¿ depression ¿ ndr: unable to observe as it is not related to the device. ¿ headache ¿ ndr: unable to observe as it is not related to the device. ¿ malaise ¿ ndr: unable to observe as it is not related to the device. As per the investigation procedure, deformation, creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.